Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the anchors were deployed the suture unraveled out of the anchors. A backup device was available to complete the procedure following a short delay. No patient impact was reported.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.